Event description:
It was reported that a "pump quit and patient went into cardiac arrest due to the stopped pump". No additional information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).